Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was not able to charge their ins and that their therapy was not working. The patient reported that they had a fall, and afterwards they were unable to charge. The patient noted that they do no use their therapy often, but they do charge once a month. The patient last felt stimulation in (B)(6) 2018 and last charged their ins in (B)(6) 2018. The patient also saw a reposition antenna screen and the patient programmer (pp) was showing a poor communication message. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient¿s implantable neurostimulator (ins) was replaced in 2013 but they confirmed that the ins was replaced due to normal battery depletion. A healthcare professional (hcp) noted that the patient repeated the issues of not being able to recharge due to possible overdischarge. The patient was sent a list of physicians to contact. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient did not know to what extent the fall affected their system. The patient stated that the issue had not been resolved. They stated they were making an appointment with a healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting the same issue with not being able to charge ins and ins battery being depleted. Patient stated that their healthcare professional (hcp) no longer accepted their insurance and they had no current managing physician to address the ins issue. An hcp listing was sent to patient. No further complications were reported.